Manufacturer narrative:
Date sent to the FDA: 08/16/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted a mass encompassing a mesh and pieces of stool that had eroded into the adjacent cecum and herniated outside the previously repair site. He freed the cecum that adheres up to the overlying hernia containing the mesh and freed the ascending colon from the lateral abdominal wall. Subsequently, he stapled the fistula, resected the cecum, and removed the mas along with the mesh. It was reported that the patient experienced severe pain and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/8/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.